Event description:
It was reported that customer removed the pump from a power source and heard a loud "pop" noise. Afterwards, although the pump was at 100% battery life, it would not turn on and became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.